Event description:
It was reported that during an ablation procedure, cold pixels were observed. It was noted the user lowered the laser power and performed a biopsy prior to the ablation procedure. The physician flushed the biopsy with a solution prior to the ablation. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.